Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault / cap v fault) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the pulse test failure is the flux residue. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause these types of faults. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing discharge profile faults and capacitor voltage faults.